Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" and "pacer fault 116" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the hv module. Trend analysis for failures of this type does not indicate an increase in frequency.